Event description:
It was reported that during a da vinci assisted sacrocolpopexy surgical procedure the universal surgical manipulator 4 (usm) was not taking an instrument. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the error logs and saw multiple 282 errors, "tool invalid" errors, "tool sensors not detected" errors, and "radio frequency ID (rfid) not present" errors on the usm 4. The isi tse recommended reseating the sterile adapter and the instrument. The customer tried and the issue remained. The site re-draped the usm and going to replace the instrument two more times, but the issue remained. The isi tse recommended checking the black pogo pins on the usm 4 to see if they were damaged and if they were springy. The caller stated they were going to swap patient side carts (psc) to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 4 was not accepting instruments, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced usm 4 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new patient side cart (psc) after the start of the procedure due to usm 4 not accepting instruments. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The universal surgical manipulator (usm) was analyzed/tested on an in-house system in normal mode, where various instruments used for testing were not recognized. The usm was also tested on a patient side cart (psc) fixture test platform (pftp), where it failed carriage switches testing. The complaint was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.